Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, the cgm reading was 58 mg/dl, and the blood glucose reading was 31 mg/dl. The patient self-treated with eating 2 cookies and does not remember what happened after. According to the patient´s wife, the patient experienced loss of consciousness and was convulsing. An ambulance was called and when a fingerstick was taken by the paramedics the cgm reading was low, and the blood glucose reading was 22 mg/dl. The patient remembered regaining consciousness in the ambulance while getting intravenous treatment. At the hospital the blood glucose reading dropped to 14 mg/dl while the cgm reading was low. More intravenous treatment was given after which the patient recovered. After 3 hours the patient was discharged. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.